Manufacturer narrative:
Investigation summary: bd received two photos for investigation; however, they did not show tubes with the lot# 5036671. Additionally, a total of 29 retained samples were sent for functional tests, out of which 11 showed stopper creepout/stopper pop off defects. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout based on retain sample testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, once opened, the tubes cannot be closed again. This has occurred in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, once opened, the tubes cannot be closed again. This has occurred in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.